Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported in a journal article that from february 2015 to october 2023, 192 patients were implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) at this facility. Of those four patients, moved and were lost to follow-up. Of the remaining 188 patient's, 28 experienced premature battery depletion and needed early replacement while two patient's experienced electrode fractures. Of these 30 patients, two experienced extractions of the s-ICD due to infection. Specific model and serial number information was not provided. Copy of lazzeri, mirco, et al. (2023). "Unanticipated subcutaneous ICD end-of-service due to premature battery depletion and occurrence of lead fracture: a single centre experience." International journal of cardiology https://doi.org/10.1016/j.ijcard.2023.131687.